Manufacturer narrative:
The actual unit in question has not yet been returned to merit medical systems for eval although it is still in the possession of the hospital. The lot number was reported so the f/u investigation has been limited to the mfg and processing records. Eval of these processing records for abnormalities revealed no unusual circumstances or issues. Based on the info supplied by the hosp and since the processing records revealed no anomalies, merit does not believe its guide wire was the cause of the event. However, this cannot be confirmed until the product is returned and examined. A f/u report will be filed if add'l info becomes available. Merit will continue to monitor events of this type to ensure that no increasing trends occur.

Event description:
During elective cardiac catheterization, while exchanging the catheter, the guide wire perforated through the side of the jr4 catheter, approx 2.2cm proximal to the distal end of the catheter. Both the catheter and wire were able to be removed intact, and there was no harm to the pt.